Event description:
Pt received and stated he had to throw several of them away because they had "spurs" on the needle tips, and he was unable to inject himself. Dose, frequency: use 4 per day as directed. Therapy dates: (B) (6) 2009. Diagnosis for use: diabetes mellitus.